Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, externalized conductors were observed under fluoroscopy. All electrical parameters were good and stable. Physician decided to monitor the patient through remote care system. Patient's condition was stable.